Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet while readings remained visible on the dexcom app, and the ilet readings resumed during the call with support, indicating transient signal loss between the sensor and the ilet. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included troubleshooting and education with the user. Investigation of this case revealed a temporary communication disruption to the ilet without persistent malfunction or hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal interference or connectivity disruption.